Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and self-test. No prime/fill and rewind anomaly noted. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no low battery alert noted. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the rewind complete/bolus delivery loop. The customer's blood glucose level was 300mg/dl at the time of the incident. The customer stated that they were not able to esc to the status screen. The customer was advised to press the act button on the rewind complete screen and perform the fill tubing. The customer was advised to remove the battery for eleven minutes and was assisted with clearing a battery out limit alarm. The customer was assisted with setting time, date and rewind/fill tubing process, but they were not able to exit rewind complete/bolus delivery loop again. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.